Event description:
A peritoneal dialysis pt has reported that when she removed the cassette, the area inside the pump door was totally wet. There is no report of pt ill effect. There is no sample available for evaluation.